Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
On (B)(6) a customer reported the following event : "after a surgery, the pharmacist realized that an expired locking screw ref 17965025s has been implanted on a patient. The device was out-of- date for several months (exact date unknown). The customer asked if it is critical and if we have any studies on this point."